Manufacturer narrative:
An event regarding dislocation issues involving an adm liner was reported. A clinical review confirmed the event. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: "as such, this pi case is not device-related. Procedure-related factors: - trochanteric pseudarthrosis with a large loose bone fragment in the joint space. Patient-related factors. - no info. Device-related factors: - none. Diagnosis: - a trochanteric pseudarthrosis with a large loose bone fragment in the joint space has caused bony impingement between femoral head and bone piece interfering with normal joint movements. An acute overload condition has ¿leveraged¿ the femoral head out of the surrounding adm liner and caused an intraprosthetic dislocation requiring revision." Conclusions: a medical review was performed and concluded: " a trochanteric pseudarthrosis with a large loose bone fragment in the joint space has caused bony impingement between femoral head and bone piece interfering with normal joint movements. An acute overload condition has ¿leveraged¿ the femoral head out of the surrounding adm liner and caused an intraprosthetic dislocation requiring revision.." No further investigation is required at this time. Cause. If additional relevant information becomes available, this investigation will be reopened.

Event description:
Patient complained of pain and leg length. Adm x3 ball disassociated with head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of pain and leg length. Adm x3 ball disassociated with head.